Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps sc was used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6) 2009 (pt age unk; however, over 18 years). According to the complainant, during the procedure, it appeared as though the forceps' cups did not close all the way. Reportedly the device took 5-6 biopsy samples, but tore the tissue in the fundus as a result. Some minor bleeding occurred intra-operatively; however, it stopped on its own with no need for intervention. The procedure was completed with this radial jaw 4 single use biopsy forceps sc device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
(B)(4). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unk. The complainant indicated that the device was disposed and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B)(4).